Event description:
An alarm issue was reported with the adc application in use with phone (samsung a23; android os: 13). The customer indicated that the low/high glucose alarm did not trigger and as a result, customer was not alerted of changes in glucose level and experienced symptoms described as "sweating and dreaming", requiring treatment of glucose and juice by third-party. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): us, ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on (B)(6) 2023.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os (samsung a23) where the app may experience intermittent signal loss. As a result, the app user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. Results of the assessment: a review of the associated risk evaluation was conducted and the overall risk index was determined to be low. The identified hazard and hazard initiating causes are included in the risk management reports for these products at this time. No further actions other than those outlined in the associated quality records and field action are required. Quality records qr869957 was initiated to investigate and address this issue on 02-feb-2023. The investigation is ongoing. Corrective and/or preventive actions will be managed per qr869957. Final root cause investigations are currently ongoing through the associated quality record. However, it has been determined at this time that the root cause is a software defect for the libre applications when used with android 13 operating system. User notification will be sent via email or postal mail as a field safety notification (fsn) to impacted users of the freestyle librelink, freestyle libre 2 and freestyle libre 3 mobile applications. The fsn will be posted as a referenced link in the google play store. Quality directive qd1003-2023 and frequently asked questions (faqs) were issued internally on 08-feb-23 to advise customer support of adc fa1010-2023, and how to handle customer calls related to the issue in impacted countries. Users identified as having downloaded the app and are active users of the app will be notified directly. Users are being informed that they can still use their app to scan a sensor to receive their glucose levels on their smartphone. As of 22-feb-2023, this issue is now resolved with the latest update to android os version for the freestyle librelink and freestyle libre 2 app (2.8.4), and as of 24-feb-2023, this issue is now resolved with the latest update to android os version for the freestyle libre 3 app (3.4.2). Users were notified when the application update was made available. Risk evaluation re1010-2023 was completed on 16-feb-2023 to address the risk to the user as a result of this issue, which was determined to be ¿low¿. Field safety corrective action packages were submitted to the impacted regulatory agencies in the following countries commencing 08-feb-2023: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca, us. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.